Event description:
It was further reported that in (B)(6) 2013, the patient had recurrent chest pain. Cardiac enzymes were elevated indicating a myocardial infarction. The proximal lad was treated with a 3x14mm non-bsc stent with 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2012, clinical status assessment identified the patient¿s qualifying condition as unstable angina (braunwald class ic) and the patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 18mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x20mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized with vascular stenosis in the lad. The patient underwent angiography without revascularization and was treated medically. The event was resolved with residual effects and the patient was discharged. Five days later, the patient was hospitalized with vascular stenosis in the lad. Stent thrombosis was noted in the mid lad. No action was taken to treat this event. The event was resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).